Event description:
Patient reported "breast cancer" considered not device related. Patient also reported "moderate breast pain", "lump or thickening in or near the breast or in the underarm area¿ and "capsular contracture baker grade iii". Later patient reported "rupture". Later healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii, rupture, nodule. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "breast cancer" considered not device related. Patient also reported "moderate breast pain", "lump or thickening in or near the breast or in the underarm area¿ and "capsular contracture baker grade iii". Later patient reported "rupture". This record is for the right side. The device was explanted.